Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. During preparation of the triclip steerable guide catheter (tsgc), a loss of fluid column occurred while inserting the dilator. Troubleshooting was performed, but the issue continued to occur. Therefore, the tsgc was not used and was replaced. The procedure was continued and an xtw clip was inserted and placed on the tricuspid valve. After removal of the lock line (ll), the clip jumped opened to roughly 40 degrees while establishing final arm angle (efaa). The clip was closed and efaa was performed again. This time, the clip remained closed. The clip was deployed without further issues, but tr remained at a grade of 5. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported leak (loss of fluid column). There is no indication of a product issue with respect to manufacture, design, or labeling.